Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and locked up. There was no patient injury or death reported.